Event description:
Caller states that the inform meter had burned pins, showing signs of an electrical short. No adverse event reported. Requested return of suspect device and replacement was sent. No adverse event reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.